Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05880, 2134265-2018-05881 and 2134265-2018-05882. It was reported that stent fracture occurred. In (B)(6) 2015, the patient had pre-existing lesion in a coronary artery. The patient already had conventional stents implanted; additionally, a 4.00x20mm, a 4.00x28mm, a 4.00x38mm promus element¿ plus drug-eluting stents, and a 32 x 3.00 promus premier¿ drug-eluting stent were successfully implanted. In (B)(6) 2018, the patient underwent medical examination and stent fracture was noted. A need for new emergency angioplasty was scheduled a week after.